Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarm 1's occurred during basal deliveries. A new cartridge was successfully loaded to address the events. The customer's blood glucose level was 120 - 140 mg/dl.